Event description:
Lasik surgery done to correct a nearsighted vision problem in 2003, with a touch up done in 2004. Within a couple of years diagnosed with cataracts in both eyes. Just completed cataract removal in one eye with mixed results. Still need removal of cataract in right eye. Suspect original lasik surgery performed at (B)(6) as cause and effect of cataracts at such a young age. Better warnings and public awareness are needed to fully inform pts. Cataracts were never listed as an increased possibility at the initial surgery by (B)(6). I suspect I will need yet another eye surgery to again correct my vision, as less than desired results have happened with the removal of the left cataract.